Event description:
Patient went to surgery for insertion of right axilla femoral a-v graft. Developed hematoma right groin during pacu phase - returned to surgery- found implanted graft had split above the anastomosis site. Remaining graft at femoral site ranged from a few mm to approx 13 mm. Decision made to oversaw graft (and bring back to or later) with 5-0 prolene. Graft split again. Returned to or the following day for replacement of graft. Ebl: greater than 3000 cc.